Event description:
It was reported to tyco healthcare/kendall on november 8, 2006, that a customer had a problem with a dialysis catheter. The customer states the adapter of the blue lumen was shaped like a "d." The physician stated that every time the dialysis nurse hooked the patient up to the dialysis machine, the catheter leaked. The device was removed and replaced.

Manufacturer narrative:
A follow-up investigation is currently underway. Upon completion of the investigation, results will be provided.